Event description:
It was reported to vyaire medical that the infant flow sipap has e32 error code - zero valve activation fault. The customer confirmed that there is no patient involvement associated with this reported event.

Manufacturer narrative:
Vyaire medical file identification:(B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, distributor indicated the pcb (printed circuit board) valve sensor was changed, but the problem persists, therefore wanted the suspect device returned for evaluation. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Result of investigation: electrical component damage due to liquid substance is determined to be root cause of the issue.

Manufacturer narrative:
G4. PMA/510(k)# - the device is a similar device marketed in foreign countries and is not marketed under the 510k.